Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The root cause was small r wave amplitude sensed by the device. The device was performing per design.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.